Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the e315 error code was not confirmed or duplicated. During inspection and testing, service found reduced angulation, and play in the angulation knob, due to stretching of the angle wires. The adhesive rubber on the bending section demonstrated deterioration. There was insufficient air to clear the water from the objective lens due to a clogged nozzle. The scope connector demonstrated fluid ingress. Switch buttons #1 and #4 were scratched. The control section demonstrated abrasion and wear. The control body boot (protector) was torn due to physical stress. The resin at the distal end was cracked due to physical stress. The image zoom function did not meet specifications. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited an e315 error code (scope communication error). There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the causes were failures of the image sensor unit, failures of the internal circuit board of the scope connector, or failures of the video system center. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.